Event description:
Procedure: vats/wedge resection on right lower lobe. Reportedly, upon firing the cartridge on the parenchyma of the lung, the bottom leg of the "I" beam snapped off and fell into the thoracic cavity. Surgeon probed around the cavity to locate the device which delayed or time no longer than 45 minutes while locating and removing the device. Another 2 cartridges were used to complete the procedure due to thick tissue. There was no injury to the patient reported.